Manufacturer narrative:
(B)(4). Baxter's engineering investigation is in progress. When complete, a supplemental report will be submitted.

Event description:
It was reported that a pump experienced system error 322. It was also reported that there was an adverse event related to temporary drop in blood pressure. Medical intervention was required to prevent permanent impairment.